Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted "power down." Functional tests included use testing. A cassette was attached to the pump and then released and the reported observation was confirmed as the pump did not alarm. Additional inspection of the pump found fluid ingression. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump failed to alarm at cassette removal. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.